Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A patient reported that she is "not very happy" following bilateral lens implantation procedures. She indicated that she has terrible halos day and night from headlights and street lights in her left eye. She also reported that after two weeks she developed secondary cataracts in both eyes and had to have laser procedures.